Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had low impedance and there may have been an insulation problem. The lead was capped and replaced. No patient complications have been reported as a result of an event.